Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Manufacturer representative had no available information on cause from healthcare professional (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by representative regarding a neurostimulator device (ins). Procedure was full interstim revision/replacement. Pain stimulator on x-ray appearance similar to interstim I. Additional search with "floro" to locate interstim device. An implant device was identified on fluoro. Pocket opened. Device removed from pocket. Identified as not being interstim device. Device placed back into pocket. Additional search for interstim device by staff. Interstim locates very low on right buttock, lower than typical placement. Pocket opened old interstim device removed and full revision/replacement completed. The issue was not resolved at the end of this report. There were no further symptoms or complications reported or anticipated. Information omitted pertained to related (B)(4).